Manufacturer narrative:
This incident is being filed in an abundance of caution. The complaint was discovered during a monthly check of the maude database, invacare has not received any other information concerning this event. It is not known what, if any malfunction of the lift occurred. It is not known if the lift caused or contributed to the patient¿s death. Should additional information become available, a supplemental record will be filed.

Event description:
It is alleged that while attempting to transfer a patient using an 11 year old rpl600-2 lift, the lift arm with sling detached from unit followed by patient falling to the ground. Initial medical imaging and physical exam did not reveal any fractures or visible injury, however, the patient expired 4 hrs after the event.